Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 4 was difficult to open. The drawer and latch were adjusted as a preventative measure, no errors found in the event log. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly locked all drawers, preventing user to medication. The customer stated that they were unable to recreate the issue but that users were concerned and did not want to use the machine until it was inspected. Customer stated that there was no impact to patient care as it occurred prior to a procedure, and they move it into another room. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI).

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers was allegedly locked unexpectedly, preventing access to meds, which spooked anesthesia staff. Drawer 4 was difficult to open and required a lot of effort to unlatch, also intermittently. The customer added this malfunction caused a delay in dispensing the medication to the patient. There were no adverse event or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, b5, d1, d5, e3, g1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 29-nov-2021 to 29- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was difficult to open. The drawer and latch were adjusted as a preventative measure. The system functioned as intended after troubleshooted by the field service engineer.